Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was non-compliant to sterilization technique. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). Sixteen days after the onset date, the antibiotic treatment was discontinued and the patient was recovered. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.